Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Hospital retained.

Event description:
It was reported that the patient's right femur was revised due to collapse of the patient's femoral neck (non-union). Surgeon reported the devices were not responsible for the failure, but due to several patient factors (poor protoplasm, smoking, and other factors). The gamma3 short nail, lag screw, and locking screw were revised to a hip replacement with restoration modular devices. Rep confirmed that no further information is available.